Event description:
Pt complains of progressive worsening of symptoms: long standing generalized aching, non-restorative sleep, chronic chest pain, dizziness and nausea, muscle aches, sores on ribs, loosing hair, toe numbness, pain in shoulders, elbows, wrists, wrists lesions, fibromyalgia, fibrositis, paresthesias, carpal tunnel, mouth dryness, dysphagia, enlarged heart, positive rheumatoid factor, arthrits, joint swell/stiff/pain, muscle fatigue, coldness and pain-extremities, breast implant hardness and soreness with numbness.